Manufacturer narrative:
Title: tenckhoff tunneled peritoneal catheter placement in the palliative treatment of malignant ascites: technical results and overall clinical outcome. Source: radiology and oncology 2016; 50(2): 197-203. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed in 94 patients (27 men; 28.7% and 67 women; 71.3%) between march 2006 and january 2013 that analyzed the technical feasibility and safety of the insertion of a peritoneal tunnelled catheter. The overall clinical outcomes in this patient population were analysed and the authors evaluated the feasibility and safety of intraperitoneal chemotherapy delivery through the peritoneal catheter in patients with widespread ovarian cancer and refractory ascites using catumaxomab. All patients were successfully inserted with tunneled peritoneal catheter; in 90 patients, catheter was tunneled subcutaneously into the right flank, in the remaining 4 patients the peritoneal access was made in the left para and infraumbilical region and the catheter was tunneled in the left flank. Two patients (2.1%) presented with a clinical suspicion of catheter infection, including fever, painful cutaneous and subcutaneous tunnel infection, but without clear signs of peritonitis, 36 <(>&<)> 40 days respectively after initial catheter placement. The use of this device to administer chemotherapy is not an approved indication and as such is considered off label use.